Event description:
An issue was reported where a customer received a malfunction code. There was no available information on the impact on the customer's blood glucose level. No additional information was provided.